Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported a crack in the table pallet. The customer reported the damage was incurred during unloading of a patient. There is potential for serious injury to the patient due to the compromised integrity of the table pallet. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported a crack in the table pallet of their forte system. The customer reported the damage was incurred during unloading of a patient. The customer heard a cracking sound when the patient (B)(6) suddenly sat back onto the pallet after standing up. The philips field service engineer (fse) confirmed that there was no patient impact as a result of this issue. The fse went on site to evaluate and confirm the reported issue. The fse confirmed there was a crack in the pallet about 6 inches from the head end. The fse replaced the pallet and the system is now in clinical use. The failure of the cracked patient table pallet could not be confirmed by philips engineering due to the pallet being disposed of by the customer after the fse evaluated it. In this incident, it appears the load from the patient returning to a sitting position mid-way on the pallet caused sufficient load to exceed the design specification of the pallet. No patient harm was reported from this incident either. The probable cause of the damage is the descending force of a large amount of weight being dropped onto the pallet.